Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the device displayed no image after connection and the instrument channel port was shaved. Based on the results of the investigation, it is likely that the no image is a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system, side. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the shaved channel port was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed no image even after connection. The issue occurred during inspection for use. The intended procedure was completed. There were no reports of patient harm.